Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, the physician experienced resistance after advancing the lantern approximately 40 centimeters into the parent catheter. Therefore, the lantern was removed. The procedure was completed using a new lantern and the same parent catheter. There was no report of an adverse effect to the patient.